Manufacturer narrative:
It was reported that the sample came apart. One sample model 11532269, lot 23115288 was returned for investigation. The set was examined for defects and abnormalities. The distal pumping segment was separated from the safety clamp. No other defects were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. After review from the manufacturing plant, engagement between silicone and lower fitment is fixed by a ring, evidence of the sample shows a correct assembly of the ring and therefore this is not a manufacturing related issue. The root cause is unknown. A device history record review for model 11532269 lot number 23115288 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: "we received a safety report today regarding item # (B)(4), as the tubing (lot # (10) 23115288) came apart when trying to remove the air bubble."